Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient came in with a pinhole leak in tubing (B)(4). Sapphire used for chemo 5fu in patients home. Defective tubing was thrown away. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no."